Event description:
It was additionally reported that the patient was getting shocked by their medtronic implantable cardioverter defibrillator for non-sustained ventricular tachycardia (vt). The patient's pacemaker was interrogated, and the settings were adjusted. The patient also underwent a vt ablation. The patient was stable at home.

Manufacturer narrative:
Section b1: type of report corrected. Section b2: outcomes attributed to adverse corrected. Section h1: type of reportable event corrected. Section h6: health effect - clinical code, health effect - impact code, and medical device. Problem code corrected. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Manufacturer narrative:
Section h6 correction: health effect - clinical code 4912 - tissue irritation added. Manufacturer's investigation conclusion: no device related issues were reported. The controller log file contained events from 17feb2025 through 21feb2025. Review of the events from the reported event date of 21feb2025 revealed no notable events or alarms, and the pump appeared to operate as intended at the fixed speed. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Although no device related issues were reported by the account, the IFU warns that the heartmate 3 pump may cause interference with implantable cardiac defibrillators (icds). If electromagnetic interference occurs, it may lead to inappropriate ICD therapy. The occurrence of electromagnetic interference with ICD sensing may require adjustment of device sensitivity and/or repositioning the lead." The IFU additionally states that prior to implanting an implantable cardiac defibrillator or implantable pacemaker (ipm) in a heartmate 3 patient, the device to be implanted should be placed in close proximity to the pump (approximately 10 cm) and the telemetry verified. If a patient receives a heartmate 3 and has a previously implanted device that is found to be susceptible to electromagnetic interference which could affect programming, abbott recommends replacing the ICD or implantable pacemaker (ipm) device with one that is not prone to programming interference. The IFU states that the heartmate 3 left ventricular assist system can generate, use, and radiate radio frequency energy and, if not installed and used in accordance with the instructions, may cause harmful interference to other devices in the vicinity. However, there is no guarantee that interference will not occur in a particular installation. If this equipment does cause harmful interference to other devices, the user is encouraged to try to correct the interference by reorienting or relocating the equipment, increasing the separation between the equipment, or consulting abbott for assistance. The heartmate 3 design meets all electromagnetic (emc) requirements as outlined in this section. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient was getting shocked by their implantable cardioverter defibrillator. There was concern that the pump speed was set too high and irritating the ventricle. A computed tomography (CT) scan was to be done to assess for potential interaction. Log files were reviewed. The event log file captured routine events. Nothing was notable in the log file; the pump powers and flow were stable throughout. It appeared the ventricular assist device and peripheral equipment were functioning as intended.